Manufacturer narrative:
Date of event: unknown. Medical device type: jka / fpa. Common device name: blood specimen collection device; intravascular administration set. The initial reporter also filled out FDA form 3500a, uf/importer report# (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when pushing the button to retract the needle on a bd vacutainer® ultratouch¿ push button blood collection set, lood splashed back onto the nurses gloves.

Manufacturer narrative:
Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd will provide guidelines to the customer (based on the pbbcs instructions for use) which recommends that retraction of the IV needle be performed while the needle is still in the venipuncture site. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that when pushing the button to retract the needle on a bd vacutainer® ultratouch¿ push button blood collection set, blood splashed back onto the nurses gloves.